Manufacturer narrative:
Event date updated to 17may2024. Patient outcome updated to cardiac arrest.

Event description:
It has been reported to philips the health professional is unable to change settings on the tempus ls.

Manufacturer narrative:
Patient outcome code grid updated.